Event description:
It was reported the image quality on siterite8 seems to be 'fuzzy' compared to the customer's other siterite8 when using the same settings. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the images are fuzzy was confirmed. The probe is giving a bright and clear image. There is no root cause as the issue could not be reproduced.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the image quality on siterite8 seems to be 'fuzzy' compared to the customer's other siterite8 when using the same settings. No other information was provided.